Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall causing effusion, it was confirmed on echo. The physician created a pericardial window to drain the effusion. Also the follow up to the device was increased. The rv lead was repositioned an remains in service. No additional adverse patient effects were reported.